Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak under the cycler and tubing lines after ending pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in a puddle on the floor. In a review of treatment data it was discovered that there was also an overfill associated with cycle 3 during treatment. The overfill event was indicated due to drain 3 being 2821 ml, which is 157% of the 1800 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. Upon follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event. He received a new cycler and is doing treatments without any issues. The cycler set is not available.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak under the cycler and tubing lines after ending pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in a puddle on the floor. In a review of treatment data it was discovered that there was also an overfill associated with cycle 3 during treatment. The overfill event was indicated due to drain 3 being 2821 ml, which is 157% of the 1800 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. Upon follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event. He received a new cycler and is doing treatments without any issues. The cycler set is not available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.